Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited changes in right ventricular (rv) shock impedance measurements. Trending displayed shock impedance spikes from high shock impedance measurements to high out-of-range shock impedance measurements. There were no stored episodes with noise and shock delivered. Troubleshooting options were recommended. At this time, the ICD system remains in service and no adverse patient effects were reported.